Event description:
It was reported that during an in-clinic follow-up, the pulse generator intermittently could not be interrogated. The patient was asymptomatic. The device was explanted and replaced due to a normal elective replacement indicator on (B)(6) 2014.